Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during device change out for normal battery depletion (nbd), this new cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. A shock was attempted to be delivered with this device and got a code 1005 indicative of open circuit condition. Boston scientific technical services (ts) discussed doing a defibrillation threshold (dft) test and trying a new lead with the painless test. Subsequently, the rv lead was abandoned surgically and replace. The system was tested and revealed normal measurements. Further, the device was explanted three months later due to infection. No adverse patient effects were reported.